Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, myocardial infarction and death occurred. In (B)(6) 2008, the subject was diagnosed with stable angina (ccs classification: 2). Cardiac catheterization was recommended which revealed a 80% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 12 mm long with a reference vessel diameter of 3.50 mm and treated with pre-dilatation and placement of a 3.50mm x 16mm study stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel, the following day. In (B)(6) 2011, the subject was diagnosed with myocardial infarction and died the same day. No autopsy results are available.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).